Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant biased low ca results is a mechanical problem with the water system. A siemens filed service engineer was dispatched to the site and detected that the aerator to the millipore water system was unhooked. The issue was corrected. The ca method was recalibrated and verified within laboratory qc ranges. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Biased low calcium (ca) results were obtained on patient samples. The patient results were reported to the physician. The results were confirmed as discrepant low based on results obtained on an alternate siemens instrument system. The is no indication that patient treatment was altered or prescribed on the basis of the biased low calcium results. There was no report of adverse health consequences as a result of the biased low calcium results.